Manufacturer narrative:
At 92 days have passed since this issue was reported to mitek: no complaint device is being returned for evaluation; discarded at user facility, a batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. The surgeon states that the patient is fine at this time. We cannot tell anything from this; we cannot discern a root or underlying cause for the reported issue. At this point in time, no further action is warranted. However, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Event description:
Our rep is reporting to us that a patient underwent a successful arthroscopic shoulder repair on (B)(6) 2010 with the use of 2 versalok anchors for fixation. Approximately 6 weeks post-operatively, the patient experienced a grinding in the shoulder; the patient was told by the surgeon that this was normal. The grinding persisted and the patient presented with pain in the joint. X-rays taken showed that one of the anchors was loose in the joint. On (B)(6) 2011, the patient underwent a re-surgery at which point the surgeon removed the loose anchor: the surgeon noted "markings" on the humeral head. The complaint devices were discarded at the user facility.

Event description:
Our rep is reporting to us that a patient underwent a successful arthroscopic shoulder repair on (B)(6), 2010 with the use of 2 versalok anchors for fixation. At some point subsequently, the patient presented with pain in the joint. X-rays taken showed that one of the anchors was loose in the joint. On (B)(6), 2011, the patient underwent a re-surgery at which point the surgeon removed the loose anchor. The complaint devices were discarded at the user facility. This is all of the information that has to date been supplied to mitek; there are questions out asking for further detail and clarity. Also see associated MDR 1221934-2011-00277.